Event description:
Belimed top 5000 series 4 machine requires staff to make a conscious decision to change the sterilization settings from last used. There is no default back to a sterilizing mode. There is the potential for a human error when staff have to remember to change the cycle to be run only occasionally, and the potential for equipment not to be properly sterilized. If the mode is not consciously switched, the equipment is not sterilized, and that may not be caught. Equipment has the potential to be utilized after going through the bowie dick cycle and "passing" the test. The indicators all show that the equipment has passed the cycle which was presumed to be sterilization vs test. Equipment should default to a higher level of pt safety (sterilization) after each cycle, regardless of the cycle type requested. Currently MFR cannot set the default to a higher setting for sterilization should the staff member forget to check the setting on a rote task.